Event description:
It was reported that the insulin gauge was inaccurate. Customer loaded a new cartridge to resolve the issue. There was no reported impact to the customer¿s blood glucose level. The customer declined a follow-up with customer technical support.